Event description:
Coil stretched. This female pt was undergoing coil embolization within the cerebral aneurysm. During advancing the 3rd coil delivery system within the microcatheter, friction was noted. The coil delivery system was removed from the microcatheter. Following the removal, the coil got caught and remained inside the "y" connector. The physician pulled back the coil with great force, and noted the coil a little stretched. There was no adverse consequence to the pt. Uncertain if continuous flush was maintained through the procedure. Also it was reported the flush might not have been enough when this event occurred. No calcification/tortuousity within the vessel was noted.

Manufacturer narrative:
The product has been returned for evaluation and testing, however, the engineering evaluation is not yet complete. Additional info will be submitted within 30 days upon receipt.